Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited a high pacing impedance measurement greater than 3,000 ohms. In clinic testing was not able to reproduce the high impedance measurement. There was also no indication of noise or oversensing. Boston scientific technical services (ts) reviewed remote monitoring data and confirmed all recorded events were clear from of any noise. Ts recommended periodic in clinic testing and to continue monitoring the patient remotely. No adverse patient effects were reported.